Event description:
Allegedly, while the doctor was performing a laparoscopic bowel resection, one of the jaws broke off into the pt. The doctor visualized, retrieved and removed the broken jaw from pt. Procedure was completed; non injury to the pt reported. Pt condition good postop.

Manufacturer narrative:
Eval confirmed that one jaw has broken off the instrument. The most likely cause for this kind of damage is overstress; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue which out IFU warns against.